Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the boom was raised and struck the overhead light. The customer service representative (csr) called in and stated that while docking, the site raised the boom, which then hit the light, resulting in a recoverable error. The site had restarted the system several times with no change. The csr mentioned that the light hit the back of the boom. System logs confirmed a node not responding error. The site converted to open surgery.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse removed the back boom cover near acp4 to assess any damage. No physical damage was observed, other than some paint chipped on the top cover plate. The fse then removed the distal boom cover to check for damage there, but none was seen or apparent. Next, the fse performed a hard cycle of the system by pressing the epo and then the breaker switch while the system was in standby mode. The fse powered on the system, which started up with no errors; all faber connections with lights displayed green and the system pinged normally. The fse reinstalled the covers and conducted a stress test by rotating the op and exercising the gantry. While replacing the backlink cover, the system went into an error state, likely caused by the fibers being bumped during the cover installation. The fse performed another hard cycle and found no errors at startup. The fse then checked light levels to ensure no fibers were critically low and confirmed that no errors were indicated in the logs either. After a test drive, the fse power-cycled the system multiple times to ensure no errors were present at startup. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.